Event description:
It was reported that when starting the pump, it alarmed "downstream occlusion, clear occlusion between pump and patient." The event occurred during testing of the cassette with the pump in the hood. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. The customer provided the event dates 05-may-25, 06-may-25, 12-may-25, and 19-may-25; however, it is unknown which day the issue occurred for this lot. E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-08507-00 for details pertinent to this event.